Event description:
It was reported that the lead integrity alert (lia) triggered due to high impedance. It was also reported that there was intermitten capture threshold at maximum output. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.